Manufacturer narrative:
Boston scientific received information that a principal field engineer contacted boston scientific technical services. Technical services was informed that this patient has a device history of t-wave oversensing and inappropriate shocks. The engineer asked if the device would store episodes if the tachycardia mode was programmed off. The engineer was informed that the device would not store episodes with tachycardia therapy programmed off. Technical services discussed options for further testing. Boston scientific received information from the principal field engineer that the patient was presented to the electrophysiology (ep) laboratory for induction and defibrillation testing. The physician was unable to induce a slower ventricular tachycardia. The sense vector was reprogrammed and ventricular fibrillation was induced. The arrhythmia was detected and terminated following delivery of shock therapy. No further testing was required and the patient was discharged.

Event description:
Boston scientific received information from a clinical report form that this patient received an inappropriate shock due to double-counting of small qrs amplitudes with elevated q-t segments. The actual rate of the arrhythmia was around 130-150 bpm. Shock delivery did return rhythm to a normal sinus rhythm appearance. The physician was planning to schedule the patient for treadmill testing. The patient reported not feeling well (chest pain) just prior to shock therapy and felt better once the shock was delivered. Boston scientific's technical services was consulted who recommended that the local representative obtain a template at higher rates if the same complex morphology was observed. Additionally, if the change in morphology could be reproduced, the local representative should capture all 3-sense vector electrograms. To date, no report that a treadmill test was performed and/or that reprogramming of the device was undertaken. The available information suggests that this device remains in-service. Boston scientific received information from the fcr that the patient will be scheduled for an electrophysiology (ep) study. The physician plans to induce the patient's non-clinical vt to determine if an inappropriate shock could be avoided with the device programmed to a different sense vector. Boston scientific received additional information from the field clinical representative (fcr) that the patient has not been scheduled for an ep study to date.

Manufacturer narrative:
Boston scientific received information that this principal field engineer contacted boston scientific's technical services in late-july 2017 to report that during a routine device check, s-ecgs were captured. It was noted that the device's smartpass feature was disabled. The technical service's consultant explained that smartpass can be disabled if the programmed sense vectors has small signal amplitude. Boston scientific received information from the principal field engineer that a manual set-up was performed and the device's smartpass feature was reprogrammed on. No further interventions are planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.